Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, pouch of ipg was opened in the unclean region. The ipg was handed to the physician and the physician tried to remove the starched paper of the pouch in the clean region. But a screw was unexpectedly coming off first from the pouch. The paper was easily coming off because paper did not seem to be starched as expected to occur after sterilization. Anticipated white-colored traces of starch were not noted on the outer box of a clear plastic case after opening the pouch. The white-color traces were noted inside of double pouch, but concern regarding incomplete sterilization. It was also reported that the ipg was not normal condition, as a result was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.